Event description:
During a unknown procedure, vessel ligation. Clips blocked and didn't close correctly. They tried to use two more devices but they also failed and finally the finished the procedure by suture. No pt consequence.